Manufacturer narrative:
This follow up medwatch report is reporting the evaluation of the device. This follow up medwatch report is also correcting information submitted on the initial medwatch report. Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without observing the customer's report. The clinical data file was not available for evaluation. Review of the device activity log shows that the device delivered therapy to the patient as described by the customer. The activity log also suggests a poor connection between the patient and the electrode pads. This is not indicative of a device malfunction. The electrode pads were not returned for evaluation as part of this investigation. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while treating a male patient (age unknown) the clinician obtained an electrical shock upon discharge to the patient. Complainant indicated the clinician's thumb and index finger rested on the defibrillator next to the battery. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.